Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed target lesion was a chronic total occlusion which was located in the moderately calcified and moderately tortuous mid left anterior descending artery. The calcification was noted to be circumferentially distributed in the vessel. Two other manufacturer's balloon catheters were used prior to the use of this 20mm x 2.50mm apex monorail balloon. The apex balloon was inflated at the proximal end of the lesion and ruptured upon the first inflation at 8 atms. The device was removed intact. The procedure was continued with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).